Event description:
It was reported that, noise resulting in oversensing was observed on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable.